Event description:
The report states, while in use on a patient there was a "reported rupture iab". No further information was provided. Multiple attempts were made to the customer to inquire if medical intervention was required, how the issue was resolved, and what the patient's current health condition is. The customer did not respond. If additional information is received, this complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, while in use on a patient there was a "reported rupture iab". No further information was provided. Multiple attempts were made to the customer to inquire if medical intervention was required, how the issue was resolved, and what the patient's current health condition is. The customer did not respond. If additional information is received, this complaint file will be updated.